Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 06/29/2017 with the following findings: the pump¿s black box showed evidence of an unexplained pump reboot event following a replace cartridge alarm on the date of the complaint. The returned battery cap was able to tighten securely to the pump and maintain an electrical connection. There were battery compartment cracks observed in the thread area. There was evidence of moisture contamination inside the battery compartment. The pump was exercised for 24 hours with no power issues observed.